Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein two leads were added and the ipg was replaced. The patient was doing well postoperatively.